Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected - PMA/510(k) # as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us; however, libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer experienced a loss of consciousness, and it was indicated that they received unspecified treatment from paramedics in an ambulance for hypoglycemia. However, customer indicated that no medication was administered. No other additional information was provided. There was no report of death or permanent injury associated with this event.